Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The right atrial and right ventricular lead exhibited noise oversensing, which led to pacing inhibition. Review of the lead impedance, sensing, and capture trends were normal. The physician elected not to make the recommended programming changes. The patient remained asymptomatic and will continue to be monitored.

Manufacturer narrative:
Correction - device manufacture date should have been reported as dec 31, 2009.